Event description:
It was reported that the patient passed away at home due to ventricular fibrillation and cardiac arrest. The pump reportedly functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported ventricular fibrillation and patient death, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. Per additional information from the ventricular assist device (vad) coordinator, the patient had non-sustained ventricular tachycardia prior to vad implant. The patient did not have any treatment for the ventricular fibrillation prior to death. The device will not be returned for evaluation. No product is available for investigation. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 entitled ¿introduction¿ cardiac arrhythmia and death as adverse events that may be associated with the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 17apr2019. No further information was provided. The manufacturer is closing the file on this event.